Event description:
Info received indicates the head section will go up unintentionally unless the beds lockout is on.

Manufacturer narrative:
The technician found the left intermediate siderail overlay label was damaged causing the head up switch to engage. The technician replaced the overlay label to repair the bed.